Event description:
During verification testing at the service center, the device delivered less than expected.

Manufacturer narrative:
Testing and investigation found that the device delivered less than expected. This was due to the camshaft of the motor assembly. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. (B) (4)